Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 25 peritoneal dialysis cassettes had an issue with particulate matter. There was brown material on the outside and it had seeped into the cassettes. This was noted before use and there was no patient involvement. No additional information is available.

Manufacturer narrative:
Twenty two actual samples received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported condition was verified during visual inspection. It appeared that brown particulate matter was transferred from the water damaged master carton. The cause of the event appeared to be water damaged to the master carton. Should additional relevant information become available, a supplemental report will be submitted.